Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. H6: component code : g04. Investigation summary the product was returned to ethicon endo-surgery for evaluation. A tyvek was received along with the device. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device was used for the dst anastomosis. The adjusting knob was rotated as usual. The staples were half deployed and the target tissue was not cut at first. The trigger was pulled again, the device cut the tissue, but the deployed staples were unformed. The device was removed from the patient with no problem. The device was fired again to staple the tissue. No additional port was needed, or colostomy was not performed. The patient's condition is stable.

Event description:
It was reported that during a high anterior resection procedure, some staples were not deployed, and the target tissue was not cut at first. The device was fired again, but the deployed staples were unformed. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.